Event description:
Reporter alleged that customer was found to be lethargic to unresponsive and the customer's blood glucose as measured with the advantage system was 127 mg/dl. The customer's blood glucose was tested by paramedics 1 hour later as 47 mg/dl on a professional meter. The reporter alleged that the customer was treated by the paramedics with glucose gel, after which she felt better; reporter stated customer was not taken to the hosp. Return of the suspect product was requested; replacement product was sent.